Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: missing feet. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not power on and operated as it should. Error codes e-106, e-107, e-171, e-186 and e-197 were observed in the error logs. Error code e-106 and e-107 reportable for the failure of both speakers. The customer does not want any repairs done to the unit. The unit will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation.   The device passed all testing.